Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 7.1 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was advised to allow the pump to rest for 2 hours with out batteries and then to reinsert the batteries to see if that would resolve the issue. The customer stated they will call back if the problem persisted. No further information was provided.